Manufacturer narrative:
Lit ref: 10.1253/circj.cj-19-0667. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to evaluate the safety and efficacy of guideline-recommended risk score-directed dual antiplatelet therapy (gd-dapt) based on the precise-dapt score after 2nd-generation drug-eluting stent (des) implantation. Data of 5,131 patients pooled from 4 random study populations who were treated with 2nd-generation des were included in the final study population. The four randomised studies patient data was pooled from were the ivus-xpl, reset, optima-c and excellent trials. 2,117 patients included in the reset trial were treated with a resolute zotarolimus des or a endeavor zotarolimus des. Patients were divided into 3 groups according to current recommendations on the duration of dapt and their actual dapt duration. A ll three of these groups consisted of a number of patients implanted with a endeavor zotarolimus des. Patients implanted with resolute zotarolimus des were included in thegd-dapt and longer dapt groups but not the shorter dapt group. The primary endpoint was the rate of net adverse clinical events (nace) during the first 12 months. The secondary endpoints were ischemic or bleeding events. Nace comprised of cardiac death, myocardial infarction (mi), st, stroke, or major bleeding during the first 12 months. Clinical outcomes in the study population included cardiac death, myocardial infarction (mi), stent thrombosis (st), stroke, bleeding and ischemia-driven target vessel revascularization (tvr).